Event description:
Resident was being transferred with hoyer-lift from bed to chair, when hoyer-lift broke (arm/bracket broke free from machine arm) and resident fell from the hoyer-lift to the floor.